Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 400 mg/dl. Customer blood glucose level was 510 mg/dl at the time of incident. The customer experienced symptoms such as nausea. The customer was treated with manual injection and bolus. Customer stated cannula got bent. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer assisted with performing the high pressure test and test passed. Repeated high pressure test and test passed again. The insulin pump will not be returned for analysis.